Manufacturer narrative:
Device details, patient medical history, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records will be reviewed.

Manufacturer narrative:
(B)(4). Final report. The devices were revised due to pain and the initial reporter stated that this was due to pelvic tilt resulting in edge loading. The device manufacturing records were reviewed and it was confirmed that the devices were manufactured to material and dimensional specification.

Event description:
Revision of trinity shell, liner and head after 2 years due to pain and pelvic tilt.

Event description:
Revision of trinity shell, liner and head after 2 years due to pain.